Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-01931. It was reported the patient experienced pain and discomfort at the anchor site. As a result, surgical intervention occurred on (B)(6) 2022 wherein the anchor was repositioned to address the issue. It is unknown which anchor is related to the issue. Therefore all anchors are being reported.